Event description:
Big knee (knee swelling), knee effusion, erythrocyte sedimentation rate increased, knee local inflammatory syndrome++. Information was received on 20 april 2007 from a physician regarding a male patient (age unknown), with an unknown medical history who experienced big knee and knee effusion. The patient began a treatment with synvisc on an unknown date. The patient received one synvisc injection into his unspecified knee in 2007. The next day, the patient experienced "a very big knee." The knee was punctured and the joint fluid was sent for biological and microbiological tests. The results showed no germ and low eosinophil count which excluded allergy origin. Synvisc injection was discontinued. The intensity and the relationship between synvisc and adverse events were not provided per the physician. At the time of this report, the patient's outcome was unknown. Additional information was received on 22 june 2007 from the physician who reported that the patient had a medical history of knee arthrosis. Four months earlier, the patient received the first synvisc injection into his left knee. Within 24 hours, the patient experienced knee swelling which lasted for 2 to 3 days and "important knee effusion" related to local inflammatory syndrome++. The patient was treated with knee puncture and infiltration (unspecified). The next month, lab biological investigation showed erythrocyte sedimentation rate (esr) increased: 22 mm/1h, 45 mm/2h, c-reactive protein 14.00 (reference unit), leukocyte giga/l 6.80 (reference unit), synovial lactic acid 3.78 mmol/l, cytology: 3800 (unit unspecified), chemistry: glu (unspecified) 4.73, p (unspecified) 38.0 (unit unspecified), liquid bacteriology: negative, crystal:0, candida-gram: 0, culture: 0, mecanic liquid: protein electrophoresis: normal. Synvisc injection was permanently discontinued. The physician assessed the adverse events as non-serious, the intensity of the adverse events as severe, the relationship between synvisc injection and adverse events as definite. At the time of this report, the patient had recovered without sequelae. Additional information was received on 14 september 2007 from the physician. The physician reported that after left knee puncture, infiltration with altim was performed. Qa performed a review of the production and quality control documentation for lot # x06081. All documentation are complete and in order. The product conformed to specifications upon release. No associated non-conformances were noted. Treated with puncture and infiltration (after work-up) with altim.

Manufacturer narrative:
.